Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) the day after implant. There were no other electrograms (egms) that showed loc. All thresholds were within normal limits. The device operated as expected in in-clinic testing. Technical services (ts) reviewed the reports and noted there were dramatic changes in the first couple of days after implant. Ts provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.